Event description:
Customer's father reported that customer had a low blood glucose event and the paramedics were called. Customer's blood glucose was unknown at the time of the incident. The paramedics were called. There were no significant events leading to the event. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).